Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2012-00531. It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the proximal left anterior descending (lad). The target lesion was 80% stenosed, 2.9mm in diameter and 26mm long. The lesion was predilated and treated with the placement of a 2.5x20mm and 2.5x8mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. On (B)(6) 2011, the patient expired. The cause of death was reported as coronary artery disease-cardiac arrest, hypertension and diabetes. The other significant conditions contributing to the cause of death was reported as severe aortic stenosis.